Event description:
Covidien received information stating that the ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The cse replaced the inspiratory flow sensor as precautionary measure. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).